Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "low" on the continuous glucose monitor; cause was unknown. Bg was addressed via glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.